Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump was stuck in the rewind sequence. Troubleshooting was not performed as the caller was not authorized on the account. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis.